Event description:
It was reported that the left ventricular lead exhibited loss of capture and had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded from 3.0 cm to 3.8 cm from the distal tip.